Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump lost power and condensation was noted under the display screen. The reporter indicated that the patient disconnected for a swim and when the pump was reconnected the pump did not have power. The reporter stated that the pump was not exposed to moisture per the patient. The reporter changed the battery during the call and confirmed that he pump remained without power. The reporter confirmed that there was no damage to the battery compartment or cap and the yellow o-ring was not visible. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed several unexplained power on resets. On examination, there was visible moisture behind the display lens. A leak test was performed and revealed a crack in the case. On testing, the pump powered on and booted up completely. A rewind, load and prime sequence was performed without alarms. The pump was exercised for 24 hours without alarms. The pump was removed from the case revealing corrosion on the power connector, force sensor plate and the bottom of the pump case.